Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On (B)(6) 2024: information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they got the software problem (1 intellis 2 3.6 3 45 4 qte_arm) and the issue began they would guess 3 months ago. Patient kept up with charging the controller but not the implant. During the call patient removed the battery and plugged the ac power. Controller powered on. Patient inserted the battery and 'yellow' light was flashing above the screen. Patient plugged the recharger and got no device found. Patient had difficulty finding the implant. Patient got poor then excellent. Patient needed to charge the controller and implant was orange. Agent advised patient to call back if the issue persisted. Patient also mentioned their implant slipped out of pocket and they met with their representative about the issue. Patient was advised to keep charging the implant as long as the implant charged. Agent redirected patient to their hcp to address the issue. Patient was crippled and couldn't walk very good. Patient had glasses and bifocals. Patient was at the chiropractor's. (B)(6) 2025: patient reported that their implantable neurostimulator (ins) had come out of their pocket for it was sticking up and crooked. Patient's manufacturer representative (rep) and primary care doctor were aware of the issue. They stated it had been 6 months of longer since they had notified their rep. Patient also reported they could not connect to their ins when attempting to charge it. Patient got no device found when attempting to recharge. They attempted to go through passive recharge mode and got recharging excellent. The troubleshooting steps on the call resolved the issue. Patient reported they wished their ins was in their stomach for this is their second ins and they had trouble finding the ins to recharge in their back.

Manufacturer narrative:
Continuation of d10: product ID 97745nt, serial# (B)(6), product type programmer, patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Pt stated that they had a hard time charging the ins, but they got the ins charged all the way. Pt noted that they were going to have a MRI today. Pt stated that they couldn't remember which group (a, b, or c) that they should have the therapy on. Pt stated that the ins came out of the pocket and so the ins was sticking out of their back. Pt stated that they had gone through so much trauma in the last week or two and so they couldn't remember what to have the therapy on. Pt then stated that they had c on 1.6, but they couldn't get it on. Pt stated that the therapy was on 1 but then it was changed once they went in to meet with a lady. Pt then stated that they had b on 2.2 but they couldn't get the therapy to work on their back or their legs. Agent redirected pt to hcp to further address the issue. Pt stated that their next appt is on the 17th and they wanted a rep present. Patient called back again regarding information in this case. Patient said they charged their implant full no problem, but they couldn't get the stimulation to work like it used to. Patient said they don't know what group they were on before, and had tried all 3 groups, but wasn't able to get stim to come on and work. During the call, patient confirmed stimulation was on, and the intensities were the levels they were before, but stimulation wasn't working. Patient also mentioned they had an MRI last week and after that wasn't able to get the machine to work again.